Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a treatment of esophageal varices with sclerotherapy procedure performed on (B)(6) 2022. During preparation, upon opening the package, it was noticed that the band had detached. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the suture was broken.

Manufacturer narrative:
Medical device problem code: (B)(4). Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture break. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11 (correction): block b5 and block h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a treatment of esophageal varices with sclerotherapy procedure performed on (B)(6), 2022. During preparation, upon opening the package, it was noticed that the band and string were fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the suture was broken.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the post did not show insertion marks of the trip wire, or signs of use. The returned ligator head had plastic cover on it and bands were in good condition. The suture thread was broken. These findings were consistent with the media analysis based on the provided photo. The device was observed under magnification to observe the broken suture with more detail. The results from materials testing and characterization (mtac) revealed that the suture thread was exposed to thermal energy. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems and there were audible clicks and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of suture break was confirmed. Upon analysis, it was found that the suture thread was broken and the suture thread was exposed to thermal energy. An investigation to address this issue has been completed. The investigation determined that the thread broke due to excess heat applied to it by heat guns used during the shrink wrap operation of the ligator head. The increased temperature of the heat guns can occur when using older heat guns, based on this, the investigation concluded that the most assignable cause is "machine" since it is most likely that the heat guns suffered from a temperature increase. Based on the information available and the analysis performed to the returned device, the root cause of this complaint is manufacturing deficiency. No further action is required. Production of the ligator head transferred locations on december 14, 2021, all heat guns are new and there is currently control and traceability of the heat guns in place at the new site.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a treatment of esophageal varices with sclerotherapy procedure performed on (B)(6), 2022. During preparation, upon opening the package, it was noticed that the band and string were fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the suture was broken.